Manufacturer narrative:
The device was expanted. As of today, the explanted product has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device upgrade procedure, the patient with this device developed ventricular fibrillation. The patient received an external shock and converted. It was suspected that the interaction between the device and the electrosurgical cautery tool caused the arrhythmia.